Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was sheering at the spinal segment of the catheter. The cause of the sheering or when it occurred was unknown. The catheter was revised on (B)(6) 2014. When the spinal segment was cut that piece retracted into the intrathecal space and was lost. Post-revision the doctor was contemplating reducing the current daily dose by 50%. No patient symptoms were reported. The device system delivered dilaudid. It was later reported that the spinal segment was revised and the patient appeared to be receiving effective therapy. Additional information has been requested but was not available at the time of this report.

Event description:
On 2015-10-01 additional information was received from a consumer. The patient indicated they were still getting their medication. It appeared the pump was still working, and the patient's next refill was on (B)(6) 2015.